Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there are missing segments on the display of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification with missing segments of pixels. It was also noted that the side bail covers were broken, and the ring was bent.